Manufacturer narrative:
(B)(4)

Event description:
It was reported on (B)(6) 2015 that the patient has vocal cord paralysis as diagnosed by an ent. The patient had his first vns device implanted on (B)(6) 2015. The neurologist indicated that the patient's device was turned on the day of implant to 0.25 ma and then turned off two days later when the hoarseness persisted. The physician believes that this is related to the surgical procedure. The physician was informed of the recommendation to wait two weeks prior to turning on the device. The device will remain off for a couple more weeks to allow for more healing. No additional relevant information has been received to date.